Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
It was reported that the implant at tooth site #31 was removed due to nerve injury.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsx47b8, (tsx implant, 4.7mm (d) x 8.0 mm (l)) for evaluation. Visual evaluation was performed. The implant had signs of use. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1281137. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1281137 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: nerve damage¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev 12, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction has not occurred. Implants show slight wear however no damage to the implant was identified that would cause or contribute to the event. The reported event non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.